Event description:
A malfunction alarm was reported, specifically indicated by malfunction code 0, but there were no notable events leading up to this issue. The customer's blood glucose level did not exceed 500 mg/dl, meaning there was no adverse impact to the customer's glucose levels. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised they could continue to use the pump, with instructions to report back if the issue reappeared.